Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The field service engineer replaced the reagent pack, recalibrated the assay, and ran qc and precision testing which passed. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii results from the cobas e 801 analytical unit. The initial result was 234 pg/ml. The doctor complained that the result was high and did not fit the clinical picture of the patient. The repeat result was <5 pg/ml twice and was believed to be correct.

Manufacturer narrative:
As the qc recovery was acceptable, there was no indication of a performance issue with the reagent. The provided analyzer alarm trace showed sample foam detection on the date of the event. The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.